Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a ureteroscopy procedure on (B)(6) 2012.according to the complainant, during the procedure the basket stopped opening and closing. It is unknown if there was a stone in the basket when it was unable to open. The procedure was completed with another of the same device.there were no patient complications as a result of this event.

Manufacturer narrative:
Analysis of the returned gemini retrieval basket revealed the basket was closed. The black stain relief was buckled and kinked at the distal end of the blue strain relief and the outer sheath was buckled for approximately 2mm from the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process, and the handle cannula was visible through the handle. Functional evaluation was performed and when the handle was actuated, the basket would not open. The sheath was found to be torn approximately 1mm from the distal end of the strain relief. The sheath was detached, but remained on the wire sub-assembly. During actuation, the tear would spread open. The handle cap was removed and the cap was tight. The handle cannula extended approximately .5mm from the proximal side of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle and the wire sub-assembly was removed from the proximal end of the torn outer sheath. The wire sub-assembly moved freely through the sheath during removal. Further examination noted the basket and all of the basket wires were present and attached. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure the basket stopped opening and closing. It is unknown if there was a stone in the basket when it was unable to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event.